Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(4) 2019. The patient¿s mother reported 24-hours after the insertion of the sensor on the upper buttocks, the patient complained of pain at the insertion site. The sensor pod was removed and the area under the pod was red. Within 8-hours of removing the sensor, the redness had spread to the size of a grapefruit, the area was hot to the touch and swollen. The patient went to the emergency department, was evaluated and diagnosed with a skin infection that was treated with antibiotics. At the time of contact, the skin reaction had resolved. No product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.